Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg) as the ipg was no longer holding a charge for more than a day. The patient underwent a procedure where the ipg was removed and replaced. Additional information was received that the patient was recovering post operatively as expected. The explanted device will not be returned as it was disposed by the hospital.

Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg) as the ipg was no longer holding a charge for more than a day. The patient underwent as procedure where the ipg was removed and replaced.

Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg) as the ipg was no longer holding a charge for more than a day. The patient underwent as procedure where the ipg was removed and replaced. Additional information was received that the patient was recovering post operatively as expected. The explanted device will not be returned as it was disposed by the hospital.